Manufacturer narrative:
An event of paravalvular leak after implant was reported. Information from the field indicated that a post-balloon aortic valvuloplasty was performed, there was sufficient calcium to allow anchoring, there were no deployment difficulties, and there was no anatomical or calcium interference that affected valve expansion. The final depth after migration of the valve was 8mm. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on available information, a cause for the paravalvular leak could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was selected for an implant. There was sufficient calcium to allow anchoring of the device in the opinion of the user and the patient did not horizontal aorta. During the procedure, the device was implanted with a depth of 3.5mm. Post implant the device migrated with a final implant depth of 8mm. The patient did not have a hypertensive spike or pulmonary hypertensive episode at the time of migration. A valve in valve procedure was performed with a new 29mm navitor valve. There was paravalvular leak (pvl) at the following times: after the first valve migrated: moderate pvl, after the valve-in-valve: pvl more than > mild. A post-dilatation performed due to paravalvular leak (pvl) from both the first and second valve which was trace at the end of the post-dilatation. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was selected for an implant. There was sufficient calcium to allow anchoring of the device in the opinion of the user and the patient did not horizontal aorta. During the procedure, the device was implanted with a depth of 3.5mm. Post implant the device migrated. The patient did not have a hypertensive spike or pulmonary hypertensive episode at the time of migration. A valve in valve procedure was performed with a new 29mm navitor valve. Post implant of the second valve, a post-dilatation performed due to paravalvular leak (pvl). The patient is stable.